Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging was damaged. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the returned product identified that the device punctured through the sterile pouch, sterile tray and outer box. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. A corrective action was initiated to address the manufacturing deficiency. The products fall within the scope of a corrective action which is reviewing issues with current sterile barrier systems used to package products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.